Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software was suspending insulin delivery inappropriately. Reportedly, the issue began after the customer experienced a car accident. The customer's blood glucose (bg) level was in the 200's mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.